Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
On (B)(6) 2025, the patient sought medical attention due to high blood glucose levels while using her second pod. The blood glucose meter displayed "high" (22.22 mmol/l, 400 mg/dl) after approximately one day of pod use on the arm (worn between 4 and 24 hours.) The patient developed symptoms consistent with diabetic ketoacidosis (dka), including vomiting, frequent urination, and dizziness. She was admitted to the hospital and treated with an insulin drip, magnesium, and antibiotics for a urinary tract infection (uti). The patient remained hospitalized at the time of reporting.